Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. Customer¿s blood glucose level was 8.2 mmol/l at the time of incident. Customer reported that the insulin pump was not alarming high blood glucose or low blood glucose, when pressing button after sometime alarm comes through. Customer stated that buttons were neither pressed nor accidentally pressed and the notification light was not blinking. Customer stated that there was nothing nearby that beeps. The device will be returned for analysis.